Event description:
Boston scientific crm received info that this left ventricular lead was exhibiting elevated threshold measurements. The lead was removed from service and surgically abandoned. No adverse pt effects were reported.

Manufacturer narrative:
Results: review and confirmation of mfg records were performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.